Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient advocate noted the patient was in a hospital and had remote home monitor present. The light on the monitor was red. Patient services discussed that the red light may indicate an issue with the implantable cardioverter defibrillator (ICD) that was not able to be transmitted to the clinic via the remote monitor. It was found that the patient did not have a phone line thus patient services suggested ordering a cellular adapter. The patient was referred to their following physician for assessment of the ICD. The field representative contacted the following clinic who noted they had not heard from the patient to date. Thus the reason for the red light remains unknown. The ICD remains in service and no adverse patient effects were reported.